Event description:
Procedure: hysterectomy. According to the reporter: as the versastep cannula and obturator were being pushed through the sleeve the end of the cannula caught the sleeve and bent backwards. It was not noticed until the end of the procedure. Not all pieces were retrieved. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was delayed by more than 30 minutes in one case. Device fragment did fall into the patient. They tried to find the pieces with x-ray.

Event description:
Additional information provided by the account: the cases occurred on separate days with separate surgeons ((B)(4)). The patient's status is normal. In the 5 cases they were all inserted by an experienced surgeon or under the supervision of an experienced versastep user. This account has had the vs101012p in it's inventory for several years. My contact showed me how they teach the residents to insert the vs101012p and it is the proper technique. The trocar was seated all the way in during insertion. They did note damage to the sleeve in two of the five cases. Again, proper technique was instructed or used. In one of the cases a general surgeon was using a vs101012p with one of our 12mm staplers. He noticed that the trocar was tight and under direct visualization noticed that the end of the cannula was flexing to accommodate the 12mm egia stapler. The stapler caused the tip of the trocar to flex enough for a piece to break off. The piece was retrieved in another case.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 04/10/2015.

Manufacturer narrative:
(B)(4).